Manufacturer narrative:
Failure investigation is in progress. Device not returned.

Event description:
The customer stated the central monitoring system (cns) was experiencing complete communication loss.

Manufacturer narrative:
Additional information provided for: (B)(4). The report that was filed on (B)(6) 2015 should have indicated it was the initial report in this field.